Event description:
(B)(4). Event occurred in the united states. It was reported that patient faced an event of insulin flow blocked on (B)(6) 2025. Blockage was located in the tubing. High blood glucose was addressed using correction injection via multiple daily injection. No further information was available.